Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and carrier board were replaced. (B)(4).

Event description:
The hospital reported that the unit had a system failure during boot-up. There was no reported patient injury.